Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of everflo intl opi that the patient alleges that she was hospitalized with an infection of legionella upon using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.